Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate the reported issue of unresponsive keypad buttons. No damage was found to the keypad, nor contamination under the keypad. All buttons respond to presses appropriately.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that when she went swimming, the keypad buttons were unresponsive. The patient denied damage to the keypad but stated that the keypad felt, "loose". There was reportedly no moisture found inside the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.